Event description:
The implant failed due to poor bone condition and implant fracture. The implant was placed at #24 and removed after 4 months. Traditional 2 stage surgery. Good oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.